Manufacturer narrative:
Vyaire field service technician went onsite and evaluated the device. Technician performed owner verification process in accordance with manufacturing instruction. All values measured were within specification set by the manufacturer. Measured values were taken on pf-300 s/n (B)(4). No issues could be detected with the device at this time. Device is ready to return to normal service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported ventilator inoperable alarm during patient use on the avea ii ventilator. The customer confirmed that there was no patient harm associated with the reported event.